Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The technician replaced the energy delivery pcba and system pcba. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, the technician observed that the device would unexpectedly shut off. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.